Event description:
Device issue: stent fracture. Time of device issue: approx 4 years after the procedure. Adverse event: none. It was reported that approx 4 years post a right internal carotid artery stenting procedure, per expert opinion, the stent has a grade 4 transverse fracture with components malaligned in the proximal one-third stent. There is no additional treatment planned at this time. There was no adverse pt sequela reported. There was no additional info provided.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: based on the xact instructions for use (IFU), stent fracture, deformation and/or stent damage are known potential adverse outcomes associated with carotid stents. In this case, no anomalies to the catheter reported during delivery system inspection prior to use and in addition, no stent related discrepancies reported at the time of device preparation and the stent implantation. Based on the available info, the event does not appear to be related to a product deficiency. It is possible that circumstances during case contributed to the stent damage. At mfg, the xact stent is 100% visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are also checked for defects such as cracks, pitting and poor electro polishing.